Event description:
Pt had autogenous bilateral rib grafts 2 yrs ago articulating against previously placed fossa eminence prostheses (tmj). Now presents with severe degeneration of graft articulating against metal with pain and swelling. Will be replaced with total alloplastic tmj's.